Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged multiple hospitalizations from collapsing, headaches, and a bitter smoky taste and smell from the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging multiple hospitalizations from collapsing, headaches, and a bitter smoky taste and smell from the device. The patient did not report to receive medical intervention. After the final attempt to have the device and components returned for evaluation, patient's daughter was contacted via phone on (B)(6)2022, as documented in the attached mail and requested no further contact ,declined to respond to any question from the pms team. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow up report will be filed.